Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling weird and uncomfortable. The patient further reported that their implantable pulse generator (ipg) is failing. The device remains in use. No further patient complications have been reported as a result of this event.